Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the lmca with 80% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.5 x 8 mm taxus stent. Residual stenosis was 10% following post-dilatation. Post-cath treatment included continued medical management to maximize chf therapy. Chest x-ray 3 days later showed suggestion of bilateral pneumonia, and the pt was placed on IV zosyn. Echo the next day showed severe systolic left ventricular dysfunction with ejection fraction of 37%. EKG the next day showed possible anterolateral infarction. The pt was discharged the next day on plavix and asa. The pt was readmitted the next day with chest tightness and extreme shortness of breath and noted to be hyponatremic secondary to congestive heart failure. Dnr status was noted 5 days later. Despite maximum medical efforts, the pt's condition continued to deteriorate. The pt had cardiopulmonary arrest and was pronounced dead 7 days later. Death certificate states massive pneumonia as the cause of death. There was no autopsy performed. Causality: target vessel involved: no.